Event description:
It was reported that the patient passed away after the implant of an leadless implantable pulse generator (ipg). It was noted that the patient's heart failure worsened immediately after surgery and ventricular fibrillation (vf) onset. It was noted that the patient did not regain consciousness after the operation and required cardiopulmonary resuscitation. The patient's heartbeat was then stabilized until the patient was able to return to the intensive care unit (ICU), but the patient later passed away in the hospital. It was further reported that the pulmonary edema and stagnant trachea with prolonged supine condition have contributed to the difficulty breathing, blood circulation has been stagnant and surgery time has been prolonged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.